Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited microdislodgement due to not leaving enough slack at original implant. Patient's anatomy required a longer lead so this lead was explanted and successfully replaced for a new one. No additional adverse patient effects.